Event description:
The patient¿s daughter reported that the patient¿s left arm has been numb since the device replacement. The patient is unable to move their fingers and when the patient lies down, the device moves up to the neck. The patient noted that the device has been tested and that the function is appropriate; however, follow up with the patient¿s clinic indicated that the patient had not been seen since the report to the manufacturer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).